Event description:
Patient reported experiencing elevated blood glucose levels approximately one month ago. Patient stated, she smelled insulin around the adapter cover; had not changed the adapter for at least 10 months. Patient alleges the pump is not delivering insulin correctly. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.